Event description:
On 4/11/94, port catheter was nonfunctioning, surgical explantation revealed catheter was broken at level of subclavian. On 4/12/94, pt was discharged to another local facility for explantation of catheter tip.